Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote via merlin.net with the episodes of non-sustained right ventricular over-sensing recorded by implantable cardioverter defibrillator. The episodes were caused by post-paced t-wave oversensing. Programming adjustments were discussed; however, no interventions were reported. The patient was asymptomatic.